Event description:
The customer reported that the battery indicated a full charge. During a resuscitation, the monitor suddenly gave a "low battery" alarm and within five minutes the defibrillator shut off. The customer replaced the battery with a fresh battery from the ambulance. Again the "low battery" alarm immediately sounded and the defib shut off within one minute. The paramedics were unable to successfully resuscitate the pt. The pt expired.